Manufacturer narrative:
Retained lot numbers 523919 and 58047 were tested based on the torque comparation and the capatibility of different brands of insulin pen brands. Although the two lots meet the technical requirements of iso11608, the test did show a tighness is feel of different pen brands. The manufactuer is determined to improving the pen needle structure so it will compatible to every insulin pen brand. There is no defect in the product but only improvements to be made in the future.

Event description:
End user reports that while using pen needles with lot number 523918 the full dosage of his insulin will not dispense and the pen needles appear to be clogged.

Manufacturer narrative:
Initial trend analysis for lot #523918 was conducted, another complaint was found using the same types of insulin pen types. Further investigation will be conducted to determine the root cause of complaint.

Event description:
End user reports that while using pen needles with lot #523918 the full dosage of his insulin will not dispense and the pen needles appear to be clogged.